Event description:
It was reported that the iab was inserted in left femoral artery. After insertion, it worked properly. The iabp was turned "off". Three hours later, pumping was reinitiated and a high pressure alarm occurred and blood was observed in the tubing. The iab was removed. A re-insertion was not required. There were no associated pt complications.